Event description:
It was reported that, a couple years prior to this report, the catheter ¿came undone¿. The pump was turned up approximately 6 times, but it wasn¿t working for the patient, so he quit ¿going in¿. The patient had the catheter for a month and it came out, but the catheter wasn¿t replaced for a year because, it was thought that it was working. A catheter revision or replacement was done. At this time, ¿they wanted to map it¿ and that¿s when it was discovered that the catheter had come out of the spine and was coiled up in the patient¿s ¿butt cheeks¿. The catheter problem was fixed. The final patient outcome and drug information was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6); product type catheter. (B)(4).